Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high impedance and high capture threshold. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.